Manufacturer narrative:
The reported complaint could not be confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records identified one approved temporary deviation notice (dn). There were no deviations or non-conformance identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. The dialyzer clotted during the hemodialysis (hd) treatment, and follow-up was provided which revealed that the patient was receiving anti-coagulation medication (heparin). The dialyzer instructions for use (IFU) document recommends that the patient be systemically heparinized. Per the IFU, "systemic heparinization is the administration of the prescribed loading dose of heparin into the patient's vascular access and waiting a period of 3 to 5 minutes prior to initiating the treatment. During dialysis, the dose of heparin and method of administration is the decision of the physician." Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse at the user facility reported that a patient experienced blood loss two (2) hours into a patient¿s hemodialysis (hd) treatment. The following details were provided. The dialyzer clotted, treatment was stopped, and heparin was used. The patient had to complete treatment with a new set-up on the same machine. The patient¿s blood was not rinsed back. The estimated blood loss (ebl) was approximately 300 milliliters (ml). There was no patient adverse effects and no medical intervention required as a result of this event. The patient¿s post treatment condition was fine. The dialyzer product was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.